Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-55 serial # (B)(4) description: scs phiii extension 55cm model # sc-2352-70 serial # (B)(4) description: linear 3-4 lead 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to the patient had methicillin resistant staphylococcus aureus. The ipg and extension anchors were eroding and the ipg was exposed at the pocket. The physician does not believe the infection was device or procedure related. The physician prescribed the patient antibiotics. The patient was reportedly doing well.